Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for analysis with a fracture on the distal side of the crown. The distal fractured driveshaft section was not returned. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint is undetermined. It should be noted that the diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the device analysis investigation, the reported driveshaft fracture was confirmed, but the root cause of the fracture could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Several treatments were performed with the diamondback coronary orbital atherectomy device (oad). The nose length fractured and was pulled back along with the viperwire guide wire. The procedure was completed with angioplasty and stent placement.